Manufacturer narrative:
Little information is known at this time. No definitive conclusions can be made at this time. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device.

Event description:
Patient contacted depuy spine and reported that he has an implanted charite disc in l5 lumbar spine. Patient would not provide identification of his surgeon or the hosp. Original implantation was approximately 2 years ago. Current status is that he is experiencing pain over the past few months. X-rays taken in 2006 (prior to the pain becoming evident) were normal. X-ray taken this last week showed the endplates migrating anterior and the core migrating posterior, as this could result in the need for surgery intervention an MDR is being filed.